Manufacturer narrative:
The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor could not be placed in the artery. After introducing the system, the anchor didn´t come out of the system. The whole system was removed. Hemostasis was achieved by manual compression. Patient was stable after the following event.

Manufacturer narrative:
In the initial report, it was stated the user facility name was (B)(6) hospital. The correct user facility name is (B)(6).

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 6 fr angio-seal sts was returned for evaluation. The following components were returned: the hemostatic sheath mated with the carrier tube assembly. No other accessory components were returned. Visualization of the unused carrier tube assembly and hemostatic sheath revealed no anomalies. The deployment sleeve was in the full rear locked position with the color bands exposed. The anchor was within the carrier tube assembly and hemostatic sheath at the distal end of the device. The device was then subjected to functional testing. The deployment sleeve was returned to the rear holding position and moved into the forward lock position. The anchor was exposed. The deployment sleeve was moved into the full rear locked position and the anchor posted. The device deployed correctly without any issues. The angio-seal sts IFU ous states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." The complaint can be confirmed for pullout. The device was returned with the deployment sleeve in the full rear locked position. Per the complaint description, the anchor did not come out of the system and this was evident from the returned device. The device was deployed as part of functional testing, and the anchor and collagen were able to be deployed from the system. The likely causes for the pullout experienced may include the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The IFU does speak to being certain that the anchor has properly deployed before proceeding.